Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
The representative reported the patient was implanted with the implantable neurostimulator (ins) and leads after the use before date (ubd).